Event description:
It was reported that an occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 291 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.